Event description:
It was reported by the risk mgr that the device was used during a redo aortic valve replacement procedure. During the procedure, the dr was unable to place the catheter into the coronary sinus due to the pts anatomy. The catheter was then pulled back into the right atrium and left in place during the initial portion of the procedure. Upon removal of the catheter, it was noted that the distal 2 cm of the tip including the balloon was not attached. Multiple attempts were made to locate the catheter tip. Finally postoperatively, a chest x-ray located the catheter tip in the right ventricle or the right side of the heart. The pt was transferred to the open heart ICU and was in stable condition. An interventional radiologist was called and the pt was sent to interventional radiology for removal of the catheter tip. The tip was located in the pt's pulmonary artery. The left femoral vein was then accessed and a loop snare was inserted for retrieval of the catheter tip. The tip was successfully removed. The pt has recovered with no adverse consequences as a result and has been discharged.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all in process and finished goods release criteria. The product upon which this medwatch is based has been received; however, the product eval is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form.